Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display with constant tone due to cold solder joint on mother board. The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump was unable to confirm excessive no delivery alarm test due to blank display.

Event description:
It was reported that the customer received a no delivery alarm. The customer went to deliver a bolus when the insulin pump alarmed no delivery. The customer inserted a new battery, the insulin pump buzzed and then then customer received a blank display. The customer's blood glucose was 204 mg/dl. Troubleshooting was done for the blank display. The customer stated that the insulin pump had been neither dropped, bumped nor exposed to moisture. The customer inserted a new battery, but the display did not return. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.